Event description:
Third lot number of defective fresenius solution. On top of the jug the seal is defective and found 19 more jugs of solution with a pinhole puncture in the seal. Solution crystalizes and leaks when turned upside down. Fresenius naturalyte solution acid concentration 20cxac070.